Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date:(B)(6) 2013, inratio: 5.1, lab: 2.1. Time between testing was reported as one hour. Patient's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.